Manufacturer narrative:
The reported event for uncomfortable stimulation was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. As received, the ipg was inoperable due to a depleted battery (see related manufacturer reference number 3006705815-2023-01138). The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing.

Event description:
It was reported that patient experienced several episodes of a shocking sensations in the legs with stimulation on. Shocking sensation went away when stimulation was turned off. Targeted pain pattern is lower back and legs. Lead diagnostics showed that only a few contacts had low impedances and there were no high impedances on any contacts. X-rays and images showed there was no change in lead location. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address this issue. Therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.